Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior side assessed as fold flaw opening. Additional observations: stress marks observed on the device. Crease fold observed on the device.

Event description:
Healthcare professional reported right-side rupture. Device has been removed and replaced.

Manufacturer narrative:
F2203 - imaging required a review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported right-side rupture confirmed by ultrasound. The device has been removed and replaced.